Event description:
It was reported that patient underwent revision of right shoulder implant approximately eleven years after implantation due to aseptic loosening of humeral stem. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: a.s. Glenoid m cemented , item: 01.04214.370, lot: 2559166. A.s. Humeral head d 52 h 19, item: 01.04212.520, lot: 2553071. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: x-rays shows what appears to be significant radiolucency around the stem with a very thin lateral metaphyseal cortex. No obvious loosening of the glenoid component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.